Event description:
The reason for call was patient (pt) said they needed to know how to operate the machinery so they could charge themselves up. Patient said they got the implant on early this morning because the battery ran out in their body and they were able to line it up on their back and it worked, to recharge the neurostimulator. However, now they couldn't get the handset to turn on. Patient was concerned because when the handset went off this morning, all the pain came roaring back. Agent asked patient to find another outlet to plug in the adaptor and only use one cord at a time to charge either the handset or the communicator. Patient plugged the handset into the wall and confirmed it was charging, that the handset was at 0%. The patient was redirected to charge the handset and communicator and call back for assistance turning therapy back on. Pt called back stating they wanted to know how to use their device. During call agent walked pt through how to recharge the implantable neurostimulator (ins), the ins was at 100%. Agent walked pt through how to connect to mystim app, pt got service code 319. Pt was redirected to healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.